Event description:
It was reported that during a bypass procedure, the problem was both observed during the dissection of the lima and radial arteries. It was observed that approximately 2 out of 10 discharges were causing the cutting of the artery. Initially the device of the hospital was used in order to check whether the product is used correctly but no misuse was detected. Later two new devices with two different lot numbers were given to the surgeons by our colleagues and the same failure reoccurred. The device cut the arteries and caused bleeding. The bleedings had been stopped and did not cause any life threatening consequences. No devices will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.